Event description:
Patient reported that approximately 5u of insulin leaked inside of the device's cartridge compartment. Patient indicated that they were unable to determine the source of the insulin leakage, as there was no apparent damage to the insulin cartridge. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.